Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2018 7:00 pm. Customer's blood glucose value was 690 mg/dl at the time of the incident, current blood glucose was 74 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with injection and emergency room. Customer not wearing pump at the time of hospitalization. Customer will return device for analysis.